Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned as the patient had a complete heart block and the lead showed failure to capture the tissue. The patient passed out before the procedure. A new lead was implanted and the pacemaker was explanted as it was nearing elective replacement indicator. No additional adverse patient effects were reported.